Manufacturer narrative:
The device was not received for evaluation however one photo was provided for evaluation. The provided photo only showed the removed product with the product label. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two units of revaclear 400, an external fluid leak were observed. There was no patient involvement. No additional information is available.